Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that onetouch ultralink meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient stated the alleged inaccuracy issue began on (B)(6) 2011, at approximately 9am. The patient claimed she tested her blood glucose at 8am using her "freestyle' meter and received a reading of "322" mg/dl and administered an unknown amount of insulin based on this result. The patient informed the mss that manages her diabetes with pump therapy, using novolog insulin based on a sliding scale. She claimed she tested on the subject meter at 9am and received a reading of "311mg/dl" and took no further action. The patient claimed approximately 2 hours later, she developed symptoms of "blurred vision and nausea" and reportedly self-treated with glucose tablets and felt better afterwards. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the lfs product caused or contributed to the serious injury. The patient's action of increased insulin was not based on the reading obtained from the lfs device. However, this complaint is being reported as a malfunction because the patient's symptoms did not correlate with the lfs meter result of 311 mg/dl.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.